Manufacturer narrative:
(B)(4). Date sent: 8/5/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows the opened and empty reload packaging. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Device history review a manufacturing record evaluation was performed for the finished device lot number 178c18, and no non-conformances were identified additional information was requested and the following was obtained: 1. Did the patient suffer any adverse consequences? -no.

Event description:
It was reported that during the pneumothorax procedure, the staples were malformed after the 1st fire, which caused oozing. Used suture sewing to control the bleeding. Changed a new product of other brand to complete the procedure.